Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead dislodgement as the cause of the event. An attempt was made to reposition the lead, however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.